Manufacturer narrative:
This report is for an unknown plates: matrixrib/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that a patient underwent a removal procedure for the matrix rib system and experienced complications. Due to the complications, parts of the bone had to be removed. The patient experienced decrease lung function as an adverse consequence. Concomitant devices reported: screws: matrixrib (part number unknown, lot unknown, quantity 1). This report involves unknown plates: matrixrib. This is report 1 of 2 for (B)(4).